Manufacturer narrative:
No device history search was performed since no source device serial number was reported by the customer. A review of the (B)(6) 2021 complaint review board (crb) did not find an increasing trend for the reported issue of ¿pcu (8015) corroded iuis¿. Based on the crb review and the limited information provided no further investigation actions will be performed. The root cause for the reported issue (8015) corroded iuis was not determined because no product was returned. The reported issue that there was (8015) corroded iuis could not be confirmed; no product was returned for investigation. No further investigation of this issue is possible at this time, and no patient involvement was reported. The device is used for treatment purposes. H3 other text : no product returned.

Event description:
It was reported that there was an unspecified amount of pcu (8015) corroded iuis. No further information is available regarding this issue.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there was an unspecified amount of pcu (8015) corroded iuis. No further information is available regarding this issue.